Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product for evaluation. Data was provided, but will not confirm the alleged complaint or determine a root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.